Event description:
It was reported that approximately one month post replacement procedure, the patient developed a suspected infection. It was noted that the patient presented to the outpatient clinic due to palpitation / discomfort at the wound site / chest, with a fever and inflammatory reaction. There was no wound dehiscence, but it was determined to be a cardiac resynchronization therapy defibrillator (crt-d) infection. It was also noted that dental treatment was performed several days ago, which may have been the cause. The crt-d system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dtpa2qq crtd implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.